Event description:
International affiliate reports that in (B) (6) 2009, the surgeon saw on x-ray that the polyaxial screw was broken. Revision was performed in (B) (6) 2009. However, the sales rep was not notified of the event until (B) (6), 2010. The patient is reported to have fully recovered.

Manufacturer narrative:
Depuy spine has requested return of the monarch polyaxial screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.